Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was undamaged. The keypad cover was opened to find no contaminants under the button contacts. Cracks in the battery compartment from threads to the case seal left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. Moisture was found in the battery compartment. The pump was opened to find no further moisture damage, or intermittent conditions on the keypad flex connector.